Event description:
Patient was revised due to recall at patient's request. Update: (B)(4) 2014 - medical records received. Patient was revised to address metal on metal particle disease, scar tissue, reactive soft tissue, pain, elevated metal ion levels, gray fluid and a cyst. Surgery time was lengthened by at least one hour due to removal of excessive scar tissue. The information received does not change the MDR decision. This complaint was updated on: (B)(4) 2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.